Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while inserting the inner tube into the tracheal cannula, the inner tube became compressed and deformed, resulting in a subtotal displacement of the inner tube with a kind of valve mechanism, which led to an acute ventilation incident. The problem was resolved after the inner tube was removed. However, even after removal, the inner tube retained its compressed shape. The patient was a male with initials (B)(6), born in 1964. There was patient involvement and adverse patient harm reported.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.